Manufacturer narrative:
Concomitant medical products: 5076-45, lead. Implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within three weeks post-implant, there was invalid cardiac compass data. The patient had been experiencing weakness for the past six days. The device remains in use. No further patient complications have been reported as a result of this event.